Event description:
It was initially reported to target that during a procedure, contrast was noticed leaking from approximately 1-cm distal to first junction. Upon eval it was found that the catheter was ruptured at its distal end, therefore this complaint became an MDR. This event did not cause any injury to the pt, who did not require add'l interventions and was reported in good condition after the case.